Event description:
A paramedic called to report that the customer experienced low blood glucose levels, and was wondering if the insulin pump may have caused the event. Advised the caller that troubleshooting could be conducted, but the caller did not have the insulin pump. The call was then dropped. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.